Event description:
According to the reporter, the unit shut down during a function check. There was no patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿shuts down¿. The unit was triaged and the reported issue was confirmed. When the unit was disassembled, a fuse was found acting like an open path. When the fuse was replaced, the unit turned on normally. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.